Event description:
It was reported that during device change-out due to normal eri, high capture threshold was noted. The pace/sense portion of the lead was capped and replaced with the sense/pace portion of a previously implanted lead. The defib portion remains active. The condition of the pacer-dependent patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.